Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ one of the essure devices was noted to be extruding into the uterus'), menorrhagia ('menorrhagia') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included epigastric pain, headache, palpitations, anxiety, wrist surgery, cervical dilatation, gravida ii, parity 2, emotional problems and anesthetic complication. Previously administered products included for an unreported indication: biotin, multivitamin, lysteda, mirena and nuvaring. Concurrent conditions included bile output abnormal, gallbladder disorder, mood swings, endometrial ablation, uterine dilation and curettage, cholecystectomy, cesarean section, orthopedic procedure, oral surgery, menstruation abnormal, muscle cramps, pelvic adhesions and obesity. Concomitant products included tranexamic acid (lysteda) for genital bleeding, ibuprofen, oxycodone hydrochloride (oxycodone hcl) and paracetamol (acetaminophen) for pain as well as biotin, docusate sodium, ibuprofen (advil) and minerals nos;vitamins nos. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total laparoscopy hysterectomy with bilateral salpingectomy, diagnostic cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, menorrhagia, genital haemorrhage, pelvic pain and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: she also attempted to undergo endometrial ablation (on (B)(6) 2018) but one of the essure devices was noted to be extruding into the uterus, and this could not be completed. Diagnostic results (normal ranges are provided in parenthesis if available): hepatobiliary scan - on (B)(6) 2018: no findings to suggest acute cholecystitis abnormal gallbladder ejection fraction, which can be seen with chronic gallbladder dysfunction. Hysterosalpingogram - on (B)(6) 2013: apparent bilateral fallopian tube occlusion secondary to essure device. Hysteroscopy - on (B)(6) 2018: uterus sounding to 10 cm. Right essure coil extending into the uterine cavity from the fallopian tube. Left essure coil not visualized.. Pathology test - on (B)(6) 2018: clinical information: source of tissue: uterus, cervix, bilateral fallopian tubes; menorrhagia, previous essure diagnosis: uterus, hysterectomy: proliferative endometrium, negative for hyperplasia or atypia. Cervix negative for dysplasia fallopian tube, right, salpingectomy: fallopian tube with essure coil. Fallopian tube, left, salpingectomy: fallopian tube with essure coil. Gross description- the fallopian tubes are detached, revealing intratubal wires bilaterally. The specimen is bivalved, revealing a triangular endometria cavity lined by pink-red endometrium of approximately 0.2 cm thickness. The specimen is serially sectioned, revealing no focal lesions. The right fallopian tube measures 5.0 cm in length x approximately 0.7 cm in diameter. The left fallopian tube measures 5.5 cm in length x 0.6 cm in diameter.. Ultrasound scan - on (B)(6) 2018: normal right upper quadrant ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: menorrhagia, pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ one of the essure devices was noted to be extruding into the uterus'), menorrhagia ('menorrhagia') and infection ('infection ') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included epigastric pain, headache, palpitations, anxiety, wrist surgery, cervical dilatation, gravida ii, parity 2, emotional problems and anesthetic complication. Previously administered products included for an unreported indication: biotin, multivitamin, lysteda, mirena and nuvaring. Concurrent conditions included bile output abnormal, gallbladder disorder, mood swings, endometrial ablation, uterine dilation and curettage, cholecystectomy, cesarean section, orthopedic procedure, oral surgery, menstruation abnormal, muscle cramps, pelvic adhesions and obesity. Concomitant products included tranexamic acid (lysteda) for genital bleeding, ibuprofen, oxycodone hydrochloride (oxycodone hcl) and paracetamol (acetaminophen) for pain as well as biotin, docusate sodium, ibuprofen (advil) and minerals nos;vitamins nos. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain"), dyspareunia ("dyspareunia") and infection (seriousness criterion hospitalization). The patient was treated with surgery (total laparoscopy hysterectomy with bilateral salpingectomy, diagnostic cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, menorrhagia, genital haemorrhage, pelvic pain, dyspareunia and infection outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, infection, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: she also attempted to undergo endometrial ablation (on (B)(6) 2018) but one of the essure devices was noted to be extruding into the uterus, and this could not be completed. Diagnostic results (normal ranges are provided in parenthesis if available): hepatobiliary scan: on (B)(6) 2018: no findings to suggest acute cholecystitis abnormal gallbladder ejection fraction, which can be seen with chronic gallbladder dysfunction. Hysterosalpingogram: on (B)(6) 2013: apparent bilateral fallopian tube occlusion secondary to essure device. Hysteroscopy: on (B)(6) 2018: 1. Uterus sounding to 10 cm. 2. Right essure coil extending into the uterine cavity from the fallopian tube. 3. Left essure coil not visualized.. Pathology test: on (B)(6) 2018: clinical information: source of tissue: uterus, cervix, bilateral fallopian tubes; menorrhagia, previous essure diagnosis: uterus, hysterectomy: proliferative endometrium, negative for hyperplasia or atypia. Cervix negative for dysplasia fallopian tube, right, salpingectomy: fallopian tube with essure coil. Fallopian tube, left, salpingectomy: fallopian tube with essure coil. Gross description: the fallopian tubes are detached, revealing intratubal wires bilaterally. The specimen is bivalved, revealing a triangular endometria cavity lined by pink-red endometrium of approximately 0.2 cm thickness. The specimen is serially sectioned, revealing no focal lesions. The right fallopian tube measures 5.0 cm in length x approximately 0.7 cm in diameter. The left fallopian tube measures 5.5 cm in length x 0.6 cm in diameter. Ultrasound scan: on (B)(6) 2018: normal right upper quadrant ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received- new event infection was added. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.